Manufacturer narrative:
(B)(4).

Event description:
It was reported that the advanced cement mixing bowl and 180-gram cement cartridge was being used in a procedure when the top of the cartridge broke off. It was confirmed that no fragments of the cartridge entered the surgical site. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.